Manufacturer narrative:
The patient exact age/date of birth is unknown; however, the patient birth year was reported. Based on the patient birth year, the patient is (B)(6) years old. As per EU gdpr (general data protection regulation), only the patient weight, gender, and age can be reported in any regulatory report. The device was implanted at viborg hospital and was removed at (B)(6) hospital. Block e1 initial reporter address: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system halo device was implanted into the patient during a procedure performed in 2018. According to the complainant, the patient had vaginal erosion of the sling. The sling was then removed on (B)(6) 2020. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.